Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the pacing lead was attempted, but not implanted. The lead became stuck to the muscle due to the helix turning out by itself during placement. This was observed several times after screwing the helix back in again. The helix would not stay in to be screwed out normally. A different lead was implanted instead. No patient complications have been reported as a result of this event.